Event description:
During device preparation prior to patient contact, an orange, paint-like residue was observed on the sterile tray/inner packaging of a faradrive steerable sheath clear. The residue was limited to the inner packaging and tray and was not present on the sheath itself or on the external packaging. Although the device had been opened using sterile technique, the physician elected to replace it with a new faradrive sheath out of caution. The procedure was successfully completed with no patient complications.